Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation had been offline. A technical support specialist (tss) logged in as carefusion support, switched to care fusion admin, and stopped both the maintenance and data synchronized services. The data synchronized log was monitored, and the scripts were executed. The core system table was truncated to prevent synchronized issues. Data synchronized was restarted, and the logs were monitored until the no variation in change tracking version message appeared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ehpxt3tmf had been offline for a while and moved back into place and reconnected to the network. However, there were no delays or adverse events or injuries reported based on this event.